Event description:
Information received by medtronic indicated damage to the insulin pump. Customer reported that dog chewed the insulin pump till the reservoir compartment. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The insulin pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and dog chew marks. Missing retainer and partially broken reservoir tube lip are confirmed.